Event description:
The customer reported the ventilator does not alarm when the power cord is released; power failure alarm is not audible, fails to sound; performance verification test failed pfa. The customer reported there was no patient involvement.